Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing high blood glucose for the past two weeks. The customer reported their blood glucose reaching 500 mg/dl twice. The customer's blood glucose was 506 mg/dl at the time of the call. Customer reported feeling dizzy from their high blood glucose. Customer reported their high blood glucose began on (B)(6) 2015. The customer disconnected from the call before troubleshooting could be completed. The insulin pump will not be returned for analysis.